Event description:
I had breast augmentation surgery on (B)(6) 2009 with mentor smooth silicone implants, almost immediately I began having health problems of various types and degrees. I began to suffer from unexplainable joint pain, my migraines headaches began to get so severe I would be in bed for days and actually required hospitalization on two separate occasions. My symptoms became more and more frequent as time went on, my joint pain and headaches got more and more severe and frequent. After about a year the asymmetry of my breasts was way off, I returned to the plastic surgeon and was told that one of my implants had fallen out of the pocket. I know now that this was due to capsular contracture, he scheduled me for a revision surgery in (B)(6) 2010, where he took one of my implants out, "repaired the pocket" and put the same implant back in body. The joint pain radiated and started to affect more and more areas of my body. My sinuses started to give me more and more problems and doctors could not explain it. I had sinus surgery to try to get relief to no avail. I began to lose feeling in my extremities and often had discoloration in my fingers, toes, hands and feet. I have been diagnosed with raynaud's disease, have high rheumatoid factors etc, and again no explanation. I found out in the summer of 2015 that both of my implants were ruptured and all indications were they had been for some time. These are devices that I was told by my surgeon could get run over with a truck and not break, mine obviously didn't last more than a couple of years and ruptured for no apparent reason. I had the implants removed in (B)(6) 2015 but only after who knows how much silicone had leaked into my body. I am in almost constant pain. I cannot stand the cold, it causes my extremities to turn dark purple and be in extreme pain. My sinus and joint pain and swelling are still terrible and I cannot get relief. This is all from a product deemed safe by the medical establishment. I am in a group on (B)(6) of over 2000 women with similar horror stories from this terrible product.